Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux item was not dispensing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available."

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux item was not dispensing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the system had encountered issue with dispensing medication. A technical support specialist (tss) identified a timeout during the last transaction and assisted the user in exiting the workflow completely. After retrying the issue process, the user was able to successfully remove the item for the patient. The system functioned as intended after the technical support specialist troubleshot the device.